Event description:
A doctor alleged that several crowns debonded approximately 4 - 6 years following placement with advance hybrid ionomer cement. As a result, an unknown number of patients required endontic therapy to preclude permanent damage to a body struction; specific info on each event was requested, but would not be disclosed. The length of time the crowns were in place before failure in the cases requiring root canal therapy is unknown.